Event description:
The device was used in an attempt to remove a piece of cotton swab from a wound site in a bone of the leg. The tip of the subject device became lodged in the bone, and it could not be dislodged from the bone, increasing surgery time by 45 minutes.